Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, mentor became aware that under fields b5 and h10 of previous submission on (B)(6) 2020, incorrect serial number field was inadvertently reported as d7. Serial number was corrected under field d4. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(4) 2020, mentor became aware that incorrect serial number for the right side was reported under psr (B)(4) on 10/31/2018. It has been corrected under field d7 on this form. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with a 320cc mentor memorygel, breast implants on both sides and was presented with bilateral capsular contracture; baker grade IV on the left side; and baker grade I on her right side postoperatively. As a result, the left side device was explanted on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right implant. On (B)(4) 2020, mentor became aware that incorrect serial number for the right side was reported under psr (B)(4) on 10/31/2018. It has been corrected under field d7 on this form. This report is for the patient¿s right-sided device.